Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that before the procedure, the subject device (balloon catheter) was found to be leaking. The new balloon was replaced to complete the procedure. The patient's condition was good. There were no clinical consequences to the patient due to the reported event.

Event description:
It was reported that before the procedure, the subject device (balloon catheter) was found to be leaking. The new balloon was replaced to complete the procedure. The patient's condition was good. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed perforations in the proximal inner shaft directly under the hub inflation port. Based on the location of the perforations, it is possible the guidewire was mistakenly inserted into the hub inflation port instead of the guidewire (back) port which could have punctured the inner shaft and caused the reported and analyzed anomalies. Following the functional test, there was no friction or resistance was encountered when advancing the demo guidewire through the balloon catheter. However; while pressurizing the balloon, the water was leaking from the inner shaft and out of the guidewire proximal and distal ports. The balloon would not inflate normally. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and during preparation, the device was prepared as per the device direction for use (dfu), the leak occurred during the first inflation, a synchro guidewire was used, there was no resistance advancing the guidewire through the balloon catheter, the patient's anatomy was not tortuous, and continuous flush was maintained. Per the dfu, "introduce the guidewire, flexible-end first, into the straight (back) port." However, since the guidewire used in the procedure was not returned for analysis, this could not be conclusively determined. Therefore, undeterminable was assigned to the reported event and analyzed anomalies.